Event description:
It was reported that tip detachment occurred, and fragment remains inside the patient's body. The 100% stenosed target lesion was located in the severely calcified subclavian artery occlusion. A 300 cm, 8 cm v-18 control wire was selected for use. During the procedure, it was noted that the guidewire became stuck in the lesion plaque. During retrieval, excessive force may have been applied to the device causing the tip to fracture. The broken tip remains in the patient's body. An attempt to remove the fragments was unsuccessful. The patient has plans to go to another hospital to retrieve the guidewire, but the specific time is unknown. Due to v18 fracturing during the treatment of complete occlusion of the subclavian artery, the physician transferred to treat the occlusion of the right vertebral artery. The subclavian artery remains 100% occluded. The procedure was successfully completed, and the patient was discharged. There were no patient complications as a result of this event. The patient was stable post procedure.

Manufacturer narrative:
The device was not returned for analysis since it was discarded at facility, however, media attached to the parent record shows the detached in the tip in the x-ray procedure, which confirms the reported distal tip detachment of device or device component. Since there is evidence that the guidewire was detached, it is also possible to confirm the reported spring tip difficult to remove/withdraw from lesion.

Event description:
It was reported that tip detachment occurred, and fragment remains inside the patient's body. The 100% stenosed target lesion was located in the severely calcified subclavian artery occlusion. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, it was noted that the guidewire became stuck in the lesion plaque. During retrieval, excessive force may have been applied to the device causing the tip to fracture. The broken tip remains in the patient's body. An attempt to remove the fragments was unsuccessful. The patient has plans to go to another hospital to retrieve the guidewire, but the specific time is unknown. Due to v18 fracturing during the treatment of complete occlusion of the subclavian artery, the physician transferred to treat the occlusion of the right vertebral artery. The subclavian artery remains 100% occluded. The procedure was successfully completed, and the patient was discharged. There were no patient complications as a result of this event. The patient was stable post procedure.